Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Customer reported that he tried healing abutment in 2 different patients, but would not seat. Doctor placed one-piece healing abutment to complete procedure.

Manufacturer narrative:
Certain® bellatek® encode® healing abutment 4.1mm(d) x 6mm(p) x 4mm(h) ieha464 was returned for investigation, visual inspection of the as returned product identified worn markings due to usage. No damage. A osseotite® tapered certain® prevail® implant 5/4 x 8.5mm (xiitp5485) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The customer did not claim any issues with xiitp5485. Procedure completed using another healing abutment. No malfunction with implant. No further investigation will be conducted for xiitp5485. Functional testing was performed for the returned products with an in-house stock device and performed as intended. No malfunction identified. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was removed. DHR review was completed for the subject lot number (1238704). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1238704) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes.

Event description:
No further event information available at the time of this report.